Manufacturer narrative:
A visual evaluation of the returned device found that the stent is blackened and kinked in the proximal section; the most proximal section of the stent is broken including the barb. Based on the product analysis, the condition of the returned unit was consistent with the complaint incident that stent was broken. The stent was probably blackened due to the device being implanted for several months. It is most likely that a snare was used and forcible grab by the snare wire can cut or tear the stent during the removal procedure. The damages found on the stent are typically made due to grab the stent with the snare during the stent removal. Therefore, "operational context" is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that one other complaint has been reported for the device lot number. A labeling review was performed and no anomaly was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02985 for the other associated device information. It was reported to boston scientific corporation that a previously implanted advanix rx biliary preloaded stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in common bile duct on (B)(6) 2016. On (B)(6) 2016 an advanix rx biliary preloaded stent was implanted in the patient with no issues reported. According to the complainant, on (B)(6) 2016, while attempting to remove the implanted stent during a stent removal procedure, during a stent removal procedure, the end of the stent snapped off and fell inside the patient and the broken stent piece was retrieved by the physician using retrieval forceps. After removing the advanix biliary stent, the physician implanted two additional stents and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02985 for the other associated device information. It was reported to boston scientific corporation that a previously implanted advanix rx biliary preloaded stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in common bile duct on (B)(6) 2016. On (B)(6) 2016 an advanix rx biliary preloaded stent was implanted in the patient with no issues reported. According to the complainant, on (B)(6) 2016, while attempting to remove the implanted stent during a stent removal procedure, during a stent removal procedure, the end of the stent snapped off and fell inside the patient and the broken stent piece was retrieved by the physician using retrieval forceps. After removing the advanix biliary stent, the physician implanted two additional stents and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."